Event description:
A call center ticket was logged with the following text "connector for ECG derivations". No specific ECG failure symptom was provided. No pt involvement was reported.

Manufacturer narrative:
(B)(4).